Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to cut was confirmed. Production record and corrective and preventive action (CAPA) reviews were performed and revealed that this event has been deemed to be related to a potential product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Scanning electron microscopy (sem) analysis was performed to the noted tip separation. Sem testing result concluded that the sheath tip exhibited a jagged radial separation at an area corresponding to the inner surface of the sheath window. Smearing, scratches and a crack were observed on the outer surface of the distal half of the separation. The distal half of the separation also exhibited areas of smearing and possible fracture along one section of the edge. It is uncertain whether the material on the inner surface of the distal half was related to post fracture damage or was associated with the failure initiation. Both halves of the separation also revealed fractured fiber and matrix. Some fibers exhibited a jagged fracture with initiation along one side of the fiber. Other fibers exhibited detachment from the matrix, exhibiting exposed areas along a portion of the fiber length with adjacent matrix fracture. An exact failure mechanism could not be identified. The reported failure to cut was concluded to be related to potential product quality issue due to the gated suture trimmer tip separation. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Correction: g2: report source: distributor/importer added.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an unspecified procedure. Reportedly, after deployment and successfully advancing the knot, the suture trimmer could not cut the suture. The suture was cut by another tool. The proglide suture was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Analysis of the returned suture trimmer noted the tip of the trimmer came off after soaking the trimmer.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.